Manufacturer narrative:
Siemens has requested that the customer provide the data logs for investigation. Also requested was additional information to properly assess this complaint but to date none has been provided. The customer stated they will change the measurement cartridge. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500e when compared to a non-siemens laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The customer stated there has been a misunderstanding within the clinic team. The complaint is not necessary and there is no further information from the customer available. No investigation will be performed.